Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for investigation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk when attempting to remove the applicator shaft through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a migration step to address this risk, we provide contraindication language and instruction within the instructions for use.

Event description:
The sales rep reported that upon completing biopsy sampling, radiologists placed the tissue marker. Radiologist pulled the marker out of the mammotome probe prior to removing from the breast and the plastic marker tip sheared off in pt's breast. Account is requesting biocompatibility letter be sent. Radiologist is (B)(6).